Event description:
During troubleshooting for an unrelated alarm during fill five, it was found that the home patient (hp) disconnected the final line from the bag on the homechoice (hc) machine and tried to switch lines. The final bag was on the hc instead of the heater bag, which was empty, so the hp tried to switch the lines. The technical service representative (tsr) assisted the hp to end therapy. The hp was to complete therapy with manual supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use error and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.